Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded several untreated episodes and one treated episode, all showing non-physiological artifacts/baseline shifting in secondary vector and reduction in the r-wave amplitude. Technical services (ts) reviewed the episodes and discussed troubleshooting suggestions. The health care professional (hcp) decided to explant both the s-ICD device and the electrode and a transvenous system was implanted as replacement. The system revision showed a severely damaged and twisted electrode just behind the connector, twiddler syndrome is suspected to be the cause. No additional adverse patient effects were reported. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).